Event description:
Discordant results were obtained on three patient samples tested for multiple assays on an advia 1800 instrument. The discordant results were released to the physician(s), who questioned them. The samples were repeated on two alternate instruments, resulting as expected. The repeat results were reported to the physician(s) there are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse rebuilt all of the instrument's pumps. Calibrations and quality controls were run, resulting within range. The cause of the discordant results is unknown. The instrument is performing within specifications no further evaluation of the device is required.